Manufacturer narrative:
The investigation is ongoing. We will provide results within a separate follow-up-report.

Event description:
It was reported that the device shut down during use. There was no injury reported.

Manufacturer narrative:
The evaluation of the log file revealed that - during the concerned procedure - a sudden communication interrupt between the two processors of the board that controls the therapy functions has occurred. The device is designed to initiate a reboot to remove this error condition. The device will briefly power off and back on; the user will be alerted by means of a corresponding alarm. After the reboot which will typically be finished latest after 15 seconds the operation will be continued with the last valid settings. In the particular case however the user has placed the unit into standby 1 minute later. The therapy control board has been replaced and was returned to the manufacturer for further evaluation. It was assembled into the periphery of a lab device and operated for several weeks but did not exhibit any deviations during this time; no reboots or similar events have occurred. Finally - although it is evident that an internal communication problem with the particular pcb was the source of deviation - the triggering conditions remain unknown. Dräger concludes that the device behaved as designed for such error condition. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to initial MFR. Report #9611500-2020-00039.